Event description:
It was reported that a spectrum infusion pump delivered at a higher volume than programmed. The customer reported that the device was programmed to deliver 50 ml at a rate of 200 ml/hr and delivered between 52.5 ml and 60 ml (medication unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete, a supplemental report will be submitted.